Event description:
It was reported that ext set 1.2mf 1ss dehp free leaked. The following information was provided by the initial reporter: material no: 20127e, batch no: 19115638. It was reported that there was leakage observed at the filter site when using this tubing. Verbatim: good afternoon xxxx- I wanted to draw your attention to another tubing issue we have been experiencing in our onc clinic. We use the bd smart site extension set .2 and 1.2 micron low protein binding filters. I was notified on two occasions that there was leakage with these tubing. I was not able to save the tubing products since they had drug product in the lines and were sent back to our pharmacy. I was wondering if there have been any reported issues with leakage with these tubing.

Manufacturer narrative:
H.6. Investigation: a photo was provided by the customer, the leakage is apparent and verifies the customer's complaint. Without a physical sample being received for investigation, the root cause of this failure remains unknown. A device history record review for model 20127e lot number 19115638 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #19115638 regarding item #20127e.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set 1.2mf 1ss dehp free leaked. The following information was provided by the initial reporter: material no: 20127e, batch no: 19115638. It was reported that there was leakage observed at the filter site when using this tubing. Verbatim: "good afternoon xxxx- I wanted to draw your attention to another tubing issue we have been experiencing in our onc clinic. We use the bd smart site extension set .2 and 1.2 micron low protein binding filters. I was notified on two occasions that there was leakage with these tubing. I was not able to save the tubing products since they had drug product in the lines and were sent back to our pharmacy. I was wondering if there have been any reported issues with leakage with these tubing".